Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this left ventricular (lv) lead was not able to capture in some vectors. The vector that did produce capture caused phrenic nerve stimulation. These clinical observations were confirmed by running capture threshold tests in all vectors through the programmer. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
Boston scientific received information that this left ventricular (lv) lead was surgically abandoned due to a product performance issue. No additional adverse patient effects were reported.